Event description:
Customer reported that red visual contamination was observed on the machine side of the pressure monitoring line of the system 1000 hemodialysis machine indicating possibility of a blood leak. Contamination was reported up to the internal transducer protector. The customer has been using inful blood sets from lot numbers 205063e and 20504e/c. There was no patient injury or medical intervention associated with this incident.